Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 10/jun/2026 against lot number 6011637 and similar malfunction codes leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector detachment / significant wetness. The review confirmed that lot 6011637 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 10/jun/2026 against lot number criteria equal 6011637 and similar malfunction codes leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector detachment / significant wetness. The count of complaints is 1. The complaint numbers are 2464370. Device history record (DHR) review: the lot 6011637 was manufactured according to work instruction (wi) version 120 and manufactured in the inset line04, on 08/feb/2025 with a total of (B)(4) units. Sub-assembly: tubing the lot 5b00199 was manufactured according to work instruction (wi) version 66 and manufactured in the machine sc02, on 07/feb/2025 with a total of (B)(4) units. The lot 4m01677 was manufactured according to form-001865 version 02 and manufactured in the itl03, on 11/dec/2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record (DHR) review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (wi) guidance for visual testing for complaints area (version 3): all 10 samples tested passed visual inspection. Work instruction (wi) guidance for functional testing for complaints area (version 2): all 10 samples tested passed functional air flow tests for the reported malfunction code leak between tubing and site connector detachment / significant wetness all test results were within specification as documented in the attached test report: form-001548 database.2464370 test report.pdf. Return samples testing: returned sample from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action (CAPA) determination assessment conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Corrective and preventive action (CAPA) determination = no CAPA required. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011637 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose due to tubing getting disconnected from infusion set site event on (B)(6) 2025. The patient treated high blood glucose with multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully.